Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. Thus the potential for forward firing may exist. In additional the distal part of the glass cap and the metal cap were detached and not returned. The outer flow tubing open end has minor scratch marks. Due to the observed glass cap distal fracture and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
Analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing. Also the glass and metal caps were detached. There was no reported clinical consequence.